Manufacturer narrative:
Report source - project coordinator. Patient: caucasian. History: pyelonephritis and infection with a multi-drug resistant microorganism the customer¿s report of separation at the upper fitment was confirmed. Visual inspection identified separation at the engagement between the pvc tubing p/n 630-01060 and upper fitment p/n tc10008721 components. Further inspection under magnification noted insufficient solvent traces between the two components. It was also observed that the tubing had not been fully inserted due to the noted gap between the tubing end and full insertion point within upper fitment component. The root cause was identified as both insufficient solvent being applied at the engagement of the tubing and a gap related to improper assembly due to equipment and/or operator error.

Event description:
It was reported that a primary infusion of normal saline was programmed at a rate of 15 ml/hr. The nurse connected a non bd secondary set to initiate a fortaz infusion however when moving both lines the user noted that the set separated at the upper fitment. There was no pulling or force applied the tubing. The customer stated that there was no patient harm. The customer stated that the set was inserted into the device correctly. The event occurred on the medical-surgical unit. The staff member tested a new set from the same lot attempted to disconnect at the same location however unable to do so.